Manufacturer narrative:
(B)(4). Concomitant medical products: bivalirudin; embolic protection: emboshield nav 6. The stent remains in the patient. The lot number was provided. A follow-up report will be submitted with all additional relevant information.

Manufacturer narrative:
(B)(4). There was no reported product deficiency. The reported patient effects of intracranial hemorrhage, neurological deficit/dysfunction, occlusion, and visual disturbances are known observed and potential adverse events of stenting procedures as listed in the xact carotid stent system instructions for use. Although a conclusive cause for the reported patient effects, and the relationship to the product, if any, cannot be determined, there is no indication of a product quality deficiency with respect to manufacturing, design or labeling.

Event description:
It was reported that the patient underwent a stenting procedure in the mildly calcified left internal carotid artery and an xact stent was deployed. Post procedure, the patient complained of seeing a square spot out of the left eye. The procedural heparin drip was continued and computed tomography (CT) was performed which revealed no acute intracranial abnormality. A neurology/ophthalmology consult was obtained which revealed no confrontation of the left eye and pressure lowering therapy with drops and the continued heparin drip was recommended. Timoptic eye drops were administered. An acute occlusion of the left eye central retinal artery was diagnosed. On (B)(6) 2012, the patient had increased confusion and a repeat CT scan was performed, which revealed a large left occipital intraparenchymal hemorrhage. A neurology consult was obtained and the patient's heparin, plavix and aspirin were discontinued. A repeat CT scan was performed on (B)(6) 2012 and no changes were noted. The patient's hospitalization was prolonged, and the patient was discharged to home on (B)(6) 2012. No additional information was received.